Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) had no capture and caused phrenic nerve stimulation at certain outputs. The lv lead was deactivated. The patient was stable throughout the intervention.

Event description:
Related manufacturer report number: 2017865-2022-47831additional information received notes that on (B)(6) 2022 the left ventricular (lv) lead was capped and replaced. During the procedure, the right ventricular (rv) lead was noted to have externalized conductors. The physician elected to cap and replace the rv lead that same day. The patient condition was stable before, during, and after the procedure.